Manufacturer narrative:
Additional information: b2, b5 and h1, and h6. B5: upon follow up, it was reported the patient experienced cardiac arrest and passed away on the same day. The cause of death was cardiac arrest. The cause of the cardiac arrest was unknown. It was not reported if an autopsy was performed. Hemodialysis therapy was ongoing "till death of the patient". Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, b6 and b7. B5: upon follow up, it was reported on an unknown date, the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: a2, b5, b7 and h6. B5: upon follow up, it was reported the peritonitis was manifested by abdominal pain. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. On the same day as event onset, the patient was hospitalized and treated with amikacin injection (100mg, stat, intraperitoneal, discontinued on same day), vancomycin injection (1g, stat, intraperitoneal, discontinued on same day) and ceftazidime injection (500mg, once daily, intraperitoneal, discontinued on next day) for peritonitis. At the time of this report, the patient was not recovered from the events. Pd therapy was "put on hold". The catheter was removed and the patient was shifted to hemodialysis(hd). Hd is ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.